Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. The customer's partner provided orange juice and peaches with syrup to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.